Event description:
It was reported to boston scientific corporation that a truetome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the non-bsc adapter cord would not connect properly to the sphinctertome; the connection was very loose. A second non-bsc adapter cord was tried, however, the same issue occurred. Reportedly, the truetome appeared to have a faulty connection point to the adaptor cord. As a result of the loose cord, the current transferred unevenly to the cut wire and the sphincterotomy was more difficult to achieve than usual. However, the procedure was able to be completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.